Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? What is the device return status? What is meant with "foil broke"? Please provide more details. Based on the following statement: in 1 foil of one of the product code, thread was detached in foil itself; could you please indicate which product is related to a pull-off suture needle issue? Is this event related to an issue with packaging? What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke? Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This event is related to 2210968-2021-06411, 2210968-2021-06410, 2210968-2021-06414.

Event description:
It was reported that a patient underwent an urological procedure on (B)(6) 2021 and suture was used. In a foil packet, the thread was detached within the foil itself. The suture also broke during the procedure. No adverse patient consequences were reported. Additional information was requested.